Event description:
Mother of home patient (hp) reports patient line of homechoice set was not priming completely. Mother was unable to prime line, so discontinued treatment and set up new supplies. Per rn, there was no patient injury or medical intervention as a result of incidents.